Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had missing adhesive (ke45) from the forceps cover, a chip in the pink probe, and the light guide (lg) lens had a pinhole on the cement. There was no patient involvement.